Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 350cc silicone prosthesis experienced left sided silent rupture postoperative. The in-office examination diagnosed the issue and confirmed by MRI examination. As a result, patient scheduled for removal on (B)(6) 2024.

Manufacturer narrative:
Additional information received on october 28, 2024, indicated that the procedure was primary augmentation, and patient ethnicity is non hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 3, 2024, indicated that the patient underwent bilateral replacements as follow: l) 3507255mc sn: (B)(6) r) 3507275mc sn: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november14, 2024 indicated that the patient experienced bilateral breast pain and left sided rupture is symptomatic rupture. These findings are detected through ultrasound and MRI examinations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 21, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was ruptured and received in two parts. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).